Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
After the bles procedure was complete, the radiologist performed a mammography and noticed tiny specs where the lesion was removed. The doctor believed part of the wire detached from the wand and was left in the patient. No adverse effect to the patient was reported.